Manufacturer narrative:
UDI= (B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a 10mm x 6cm wallstent biliary stent was to be used to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician began deploying the wallstent biliary stent in the common bile duct; however, when it was half deployed, it was noted that the stent was too long for the patient. The physician noted that the stent may have been longer than the expected length of 6cm. The physician reconstrained the stent and removed it from the patient fully-constrained on the delivery system. The procedure was completed with a 10mm x 40mm wallflex biliary rx fully covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A 10mm by 6cm wallstent biliary pc stent and delivery system was returned for analysis. Visual analysis found the dark blue and clear outer sheath at the distal end of the device was bent. There were no issues with the inner shaft. Functional analysis found the stent was able to be deployed. The stent was measured and noted to be within specification. No other issues were identified during the product analysis. The complaint was that the user perceived the stent as longer than the labeled length. Since the returned device was found to be within specification, the investigation concluded that this complaint is associated with a product that meets specification; however, the user is dissatisfied with the function, performance, or appearance of the product. The most probable root cause classification is user preference issue.

Event description:
It was reported to boston scientific corporation on march 15, 2016, that a 10mm x 6cm wallstent¿ biliary stent was to be used to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician began deploying the wallstent biliary stent in the common bile duct; however, when it was half deployed, it was noted that the stent was too long for the patient. The physician noted that the stent may have been longer than the expected length of 6cm. The physician reconstrained the stent and removed it from the patient fully-constrained on the delivery system. The procedure was completed with a 10mm x 40mm wallflex¿ biliary rx fully covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.